Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump reset unexpectedly. Customer resumed insulin delivery successfully. It was reported that the customer experienced an elevated blood glucose (bg) level of "high", although specific value not provided. Bg was addressed via correction injection via manual dose injection. It was also reported that the pump battery was depleting quickly resulting in the pump shutting off. The customer continued to use the pump for insulin therapy.